Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe barrel was cracked. The following information was provided by the initial reporter translated from french to english: injection of vidaza into the patient's right arm. At the start of the injection, the product begins to bead along the syringe. I then see a previously unnoticed fissure on the syringe (fissure starting at 1ml up to 3ml). Consequences: the patient doesn't get the full dose of his treatment. Please note that the packaging has not been kept by the care team, so we are unable to provide you with the batch number and expiration date. For expert appraisal, the device concerned by this materiovigilance declaration is available for collection from the poitiers chu pharmacy. The device will be kept by our establishment until june 30, after which it will be destroyed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.